Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited oversensing noise, pacing inhibition. The health care professional (hcp) called technical services (ts) and requested further review of the stored data. Upon review, ts observed ventricular events with rv lead noise at high frequency was oversensed and led to pacing to be inhibited. Ts determined that the oversensing noise appear to be either electromagnetic interference (emi) or myopotential in nature. The hcp noted that isometrics were done, which was able to reproduce the noise on the shock channel. Ts discussed troubleshooting options with the hcp. At this time, the rv lead remains in service.